Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent an initial right shoulder arthroplasty on (B)(6), 2013. During the procedure, the glenoid post fractured. It is unknown if any pieces were retained by the patient. Ten days post-op, patient experienced ecchymosis that lasted five days and resolved. Subsequently, patient experienced ongoing pain on (B)(6), 2015. It was further reported that patient underwent a left shoulder arthroscopy on (B)(6), 2015. No additional revisions have been reported.